Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional provided the patient's baseline weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that on (B)(6) 2017, the patient presented to the clinic for evaluation and also reported increased low back pain. The device was reprogrammed. The patient was encouraged to adjust to the new programming before proceeding with diagnostic tests to rule out lead migration. On (B)(6) 2017, the patient reported neck pain that did not subside with ice. X-rays were ordered. On (B)(6) 2017, the patient was instructed to schedule an appointment to discuss the radiology report. As of (B)(6) 2017, the follow-up appointment had not been scheduled. The event was ongoing. The clinical diagnosis was decreased therapeutic relief. The etiology was related to the device or therapy, specifically due to programming, and not related to the implant procedure.